Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device dislocation ("migration/right fallopian tube with free spillage into the peritoneal cavity. Secondary to migration of the right essure device"), device breakage ("device breakage"), fallopian tube perforation ("fallopian tube rupture"), intrapartum haemorrhage ("pregnancy (with complications), experienced haemorrhage during birth"), genital haemorrhage ("abnormal bleeding"), pregnancy with contraceptive device ("pregnancy (with complications),"), blood pressure increased ("elevated blood pressure"), headache ("headache") and vision blurred ("blurry vision") in a 22-year-old female patient who had essure (batch no. A33567) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included pre-eclampsia, anemia, preterm labor and hypertension. From 2005 to 2009 plaintiff used condoms for birth control. Previously administered products included for birth control: depoprovera from (B)(6) 2010 to (B)(6) 2010 and nuvaring from (B)(6) 2009 to (B)(6) 2009. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("debilitating menstrual pain/ dysmenorrhoea (cramping)"). In (B)(6) 2011, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"). In (B)(6) 2011, the patient experienced nausea ("nausea"). In (B)(6) 2011, the patient experienced back pain ("pain"). On (B)(6) 2012, 2 years 5 months after insertion of essure, the patient experienced intrapartum haemorrhage (seriousness criteria medically significant and intervention required) and pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant) with abdominal pain, pelvic pain and abdominal pain lower, device breakage (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), blood pressure increased (seriousness criterion hospitalization), headache (seriousness criterion hospitalization), vision blurred (seriousness criterion hospitalization), menstruation irregular ("irregular menstrual cycles"), dyspareunia ("dyspareunia"), vaginal discharge ("discharge"), infection ("infections"), hypersensitivity ("allergic and/or hypersensitivity reactions"), amnesia ("prolonged, memory loss"), rash ("rashes"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), fatigue ("fatigue"), abdominal distension ("abdominal bloating"), endometriosis ("endometriosis") and cystitis ("cystitis"). The patient was hospitalized from (B)(6) 2012 to (B)(6) 2012. Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with blood transfusion, auxiliary products, magnesium, iron, sumatriptan (imitrex), paracetamol (tylenol), fluid replacement (blood transfusion) and surgery (ablation 08-2017). Essure treatment was not changed. At the time of the report, the perforation, device dislocation, device breakage, fallopian tube perforation, genital haemorrhage, dysmenorrhoea, menstruation irregular, dyspareunia, vaginal discharge, infection, hypersensitivity, amnesia, rash, alopecia, dysgeusia, dental caries, fatigue, abdominal distension, endometriosis and cystitis had not resolved and the intrapartum haemorrhage, pregnancy with contraceptive device, blood pressure increased, headache, vision blurred, menorrhagia, vaginal haemorrhage, nausea and back pain outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, alopecia, amnesia, back pain, blood pressure increased, cystitis, dental caries, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, infection, intrapartum haemorrhage, menorrhagia, menstruation irregular, nausea, perforation, pregnancy with contraceptive device, rash, vaginal discharge, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: plaintiff sought treatment for these continuing symptoms and continues to treat for these injuries. Plaintiff reported that has not had essure (or any part of the device) removed. Hysteroscopy essure sterilization: right tubal essure placed with difficulty. Patent right fallopian tube with free spillage into the peritoneal cavity. Secondary to migration of the right essure device. Successful blockage of the left fallopian tube by the &sure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: nonopacification of fallopian tubes/showed patent; on (B)(6) 2013: total bilateral occlusion pregnancy test urine - in (B)(6) 2012: pregnancy confirmed low hemoglobin levels most recent follow-up information incorporated above includes: on 25-may-2018: plaintiff fact sheet and medical records received: reporters details added. Event added as abnormal bleeding (vaginal, menorrhagia), pregnancy (with complications) bleeding during pregnancy, back pain, blurred vision, elevated blood pressure, nausea, pain. Lot number added. . Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube rupture / perforation"), device dislocation ("migration/right fallopian tube with free spillage into the peritoneal cavity. Secondary to migration of the right essure device"), device breakage ("device breakage"), intrapartum haemorrhage ("pregnancy (with complications), experienced haemorrhage during birth"), haemorrhagic anaemia ("anemia"), pregnancy with contraceptive device ("pregnancy (with complications),"), premature labour ("pre-term labor"), pre-eclampsia ("pre-eclampsia") and genital haemorrhage ("abnormal bleeding") in a 22-year-old female patient who had essure (batch no. A33567) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: from 2005 to 2009 plaintiff used condoms for birth control. Previously administered products included for birth control: depoprovera from (B)(6)2010 to (B)(6)2010 and nuvaring from (B)(6)2009 to (B)(6)2009. On (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced dysmenorrhoea ("debilitating menstrual pain/ dysmenorrhoea (cramping)"). In (B)(6)2011, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"). In (B)(6)2011, the patient experienced nausea ("nausea"). In (B)(6)2011, the patient experienced back pain ("pain"). In 2012, 2 years 5 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2012, the patient experienced premature labour (seriousness criterion medically significant). On (B)(6)2012, the patient experienced intrapartum haemorrhage (seriousness criterion medically significant). In (B)(6)2012, the patient experienced haemorrhagic anaemia (seriousness criterion medically significant) and pre-eclampsia (seriousness criterion hospitalization) with blood pressure increased, headache and vision blurred. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant) with abdominal pain, pelvic pain and abdominal pain lower, device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstrual cycles"), dyspareunia ("dyspareunia"), vaginal discharge ("discharge"), infection ("infections"), hypersensitivity ("allergic and/or hypersensitivity reactions"), amnesia ("prolonged, memory loss"), rash ("rashes"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), fatigue ("fatigue"), abdominal distension ("abdominal bloating"), endometriosis ("endometriosis") and cystitis ("cystitis"). The patient was hospitalized from (B)(6)2012 to (B)(6)2012. Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with blood transfusion, auxiliary products, magnesium, iron, sumatriptan (imitrex), paracetamol (tylenol), fluid replacement (blood transfusion) and surgery (ablation (B)(6)2017). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, device dislocation, device breakage, genital haemorrhage, dysmenorrhoea, menstruation irregular, dyspareunia, vaginal discharge, infection, hypersensitivity, amnesia, rash, alopecia, dysgeusia, dental caries, fatigue, abdominal distension, endometriosis and cystitis had not resolved and the intrapartum haemorrhage, haemorrhagic anaemia, pregnancy with contraceptive device, premature labour, pre-eclampsia, menorrhagia, vaginal haemorrhage, nausea and back pain outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6)2012. The reporter considered abdominal distension, alopecia, amnesia, back pain, cystitis, dental caries, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, haemorrhagic anaemia, hypersensitivity, infection, intrapartum haemorrhage, menorrhagia, menstruation irregular, nausea, pre-eclampsia, pregnancy with contraceptive device, premature labour, rash, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6)2012 she had na uncomplicated spontaneous vaginal delivery at 37 weeks. She delivered a viable female infant over an intact perineum (per medical records). On (B)(6)2012: hysteroscopy essure sterilization: right tubal essure placed with difficulty. History of previous essure, subsequent pregnancy (d/n follow up for hsg), post partum hsg showed patent right tube. I was told after the first hsg that the right tube wasn't blocked. In 2013, I was told both tubes were now blocked. (Pfs). Plaintiff sought treatment for these continuing symptoms and continues to treat for injuries. Plaintiff reported that has not had essure (or any part of the device) removed diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: total bilateral occlusion. Pregnancy test urine - in (B)(6)2012: pregnancy confirmed . On (B)(6)2012 hsg: nonopacification of fallopian tubes bilaterally consistent with successful essure procedure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device dislocation ("migration"), device breakage ("device breakage") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower, device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation ("fallopian tube rupture"), dysmenorrhoea ("debilitating menstrual pain"), menstruation irregular ("irregular menstrual cycles"), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), vaginal discharge ("discharge"), infection ("infections"), hypersensitivity ("allergic and/or hypersensitivity reactions"), amnesia ("prolonged, memory loss"), rash ("rashes"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), fatigue ("fatigue"), abdominal distension ("abdominal bloating"), endometriosis ("endometriosis") and cystitis ("cystitis"). At the time of the report, the perforation, device dislocation, device breakage, fallopian tube perforation, dysmenorrhoea, menstruation irregular, genital haemorrhage, dyspareunia, vaginal discharge, infection, hypersensitivity, amnesia, rash, alopecia, dysgeusia, dental caries, fatigue, abdominal distension, endometriosis and cystitis had not resolved. The reporter considered abdominal distension, alopecia, amnesia, cystitis, dental caries, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, hypersensitivity, infection, menstruation irregular, perforation, rash and vaginal discharge to be related to essure. The reporter commented: plaintiff sought treatment for these continuing symptoms and continues to treat for these injuries. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.